Event description:
The reporter was unaware if any blood products were given to this patient. The bleeding was controlled once the impella sheath was removed and arteriotomy closed with closure device. To my observation and the physician¿s observation, no split was noted in the peel away sheath. After sheath removal, a small hole/puncture was noted in the introducer (not along the peel away line). I believe the introducer was already sent back in a return kit.

Manufacturer narrative:
B5 updated with additional information.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient implanted with an impella experienced bleeding around the sheath insertion site. The procedure was completed successfully and no patient harm was reported.